Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of returned device showed that the device was fractured and exhibited signs consistent with usage. The root cause remains unchanged at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source:(B)(6). The complainant has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was impacting the definitive implant. While impacting, the pad broke in pieces. All pieces are accounted for. Nothing was left in patient. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: - no product was returned; visual and dimensional evaluations could not be performed. Photograph provided confirms that the impactor pad is fractured. -review of the device history record identified no deviations or anomalies during manufacturing. - root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.